Event description:
Boston scientific received information that, during a routine follow-up, this right ventricular (rv) lead displayed increased pacing threshold measurements, and decreased amplitude measurements. It was noted that the impedance measurements were within normal range. An x-ray and rv lead repositioning procedure will take place in the future. There were no adverse patient effects reported. Subsequently, an x-ray was performed, which revealed this rv lead perforated the myocardium. The patient will be scheduled for cardiac surgery in the future. There were no additional adverse patient effects reported.

Event description:
Subsequently, additional information was received that a revision procedure was performed. At the time of this procedure, no perforation was observed. The rv lead was successfully repositioned, and there were no adverse patient effects reported. All measurements were normal.

Manufacturer narrative:
This rv lead remains in service. At this time there is no additional information. Should additional information become available this report will be updated.